Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3888-28, lot# l31852, implanted: (B)(6) 1993, product type: lead. Other relevant device(s) are: product ID: 3888-28, serial/lot #: l31852, ubd: (B)(6)1997, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for failed back surgery syndrome, other chronic/intract pain (trunk/limbs), rsd/causalgia-complex regional pain syn as well as lumbar radiculopathy. Health care professional reported the lead was busted and would like to replace the lead. It was reported that the physician will replace the lead if perc, depending on scar tissue as the only lead implanted was from 1993. No further information reported/anticipated.

Manufacturer narrative:
Conclusion code (B)(4) reported in error . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the manufacturer representative (rep). It was reported that the cause of the busted lead was not determined. The rep was not sure which lead was busted and no actions had been taken at the time of the report. No further information reported/anticipated.